Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm.

Event description:
The customer reported that insulin squirted out during the manual prime process, and the insulin pump alarmed. The blood glucose reading was 150mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.